Manufacturer narrative:
Actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation. (B)(4).

Event description:
Physicist determined beam symmetry in the radial plane of 6x is 4.3%, the clinac did not trip a symmetry interlock and continued to deliver beam. Verified that the radial plane of 6x beam is at 4.3% and the clinac does not interlock. Therapists performed a morning checkout with a device used on the morning of (B)(6) 2013 and the clinac passed symmetry and output checks. Treatments were delivered for the entire day and this issue was discovered in the evening after treatments by physics. No work was done on the clinac by in house engineering or varian during this time period. It is unk what time of day this occurred and how many pts may have been affected. Treatments were stopped when the issue was discovered on the evening of (B)(6) 2013.